Event description:
The user received a discrepant creatinine result for one patient sample. The initial result was 5.31 mg/dl, the repeat results on (B) (6) 2010, were 1.66 and 1.69 mg/dl. The initial result was reported. The user did not know if any treatment was performed. The creatinine reagent lot number was 61942201. It was determined the user had an incorrect setpoint for the calibrator standard. The field service representative determined there was a defective work station in/out assembly and replaced it. He performed a work station accuracy check, rotor initialization, check test for precision and a work station cuvette handling check. To verify the analyzer operation, the user ran qc with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 384 mg/dl, 180 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.